Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter, lost sensor alarm, no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, mmt-7841zn, mmt-6102. Customer reported a loss of communication between the transmitter and the pump. Confirmed xmtr serial number is programmed in pump. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1884l. No product return is required for mmt-7040a. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-6102.

Manufacturer narrative:
Additional information has been received regarding the awareness date change which was not included in the initial report. So, the correct awareness date has been changed from 30-jun-2024 to 30-aug-2024 as per new additional information. No physical damage to connector pins, cow catcher, or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.